Event description:
An x-ray machine exposure reportedly caused a malfunction alarm in the insulin pump, with the malfunction code indicated as "malf 0". There was no reported impact on the customer's blood glucose level, with no confirmation of it exceeding 500 mg/dl. Customer service provided instructions via email on how to reset the pump, as the customer was unable to do so during the call, and advised the customer to call back if the issue persisted.